Event description:
A (B)(6) male pt contacted zoll customer support to report that charger/modem sn (B)(4) was not "booting up." A zoll pt service representative (psr) was dispatched to replace the pt's charger. While exchanging the pt's charger, the psr also returned charger/modem sn (B)(4). While servicing charger/modem sn (B)(4)for an unrelated issue, a reportable nonconformance was found. The power brick for charger/modem sn (B)(4)was defective. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger won't boot up) was confirmed. As received, the charger/modem was constantly resetting. Upon evaluation, there was corrupted data on the flash memory. The cause of the resets is the corrupted data. The root cause of the corrupted data cannot be positively identified. Device evaluation of charger/model sn (B)(4) has be completed. Upon receipt the power brick was defective, preventing the charger from powering on. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective charger/ modems. The pt was issued a replacement charger/modem. Device manufacturer date: sn (B)(4) 02/2010.